Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 40 and blood glucose was 576 mg/dl. Customer attempted to calibrate and received a calibration error. Customer turned sensor feature off. During troubleshooting, customer was advised to turn sensor feature back on. When customer turned sensor feature on "sensor ending" alarm was received. Customer reported of wearing sensor on hip. Customer was advised that wearing sensor on hip was off-label. Customer was advised that sensor would be replaced. Customer called back with the same issue after changing sensor. Blood glucose was 180 mg/dl and sensor glucose was 70. After troubleshooting, customer states that she no longer trusted sensor. Customer was advised to change sensor. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.